Manufacturer narrative:
Additional information received reported that it was noted that there was seepage of blood noted after explant of the device but that no endoleak had been noted on CT prior to explant. Device evaluation summary: a single proximal freeflo straight valiant captivia device was returned intact and essentially clean; no appreciable tissue, thrombus, or blood was attached to the returned stent graft. The stent graft was returned symmetrically angulated ~45° from the proximal to the distal graft ends, with a resulting several mm¿s of residual stent overlap observed along the inner curvature primarily between covered stent rings #4 ¿ 8. A single 3.7 mm length (1.11mm² area) abrasion related tear was observed ~19 mm from distal margin (between rings 9 <(><<)>(><(>&<)><(><<)>)> 10). The tear occurred along the inner curvature and was likely due to fabric abrasion from adjacent stent(s) that was possibly exacerbated by stent graft angulation and aortic calcification reported within the distal sac. A 1.20 mm length (0.24mm² area) likely abrasion/ crease fatigue related tear was also observed near the distal stent (ring 10); 10 mm from distal edge. The cause of this tear could not be determined but may have been due to external abrasion within the distal seal zone. Several suture breaks were also observed; however, no appreciable stent lifting was noted at these suture breaks. At the stent graft mid-length, three (3) cut sutures at the mid strut on ring #5 had exposed two (2) small suture holes (~0.2mm² area). The cause of the suture breaks could not be determined, and it is likely that these exposed suture holes would have been covered by tissue/thrombus in-vivo and would not have been the source of a type iiib fabric endoleak. Multiple suture cuts were also seen on the most distal stent #10, which were most likely caused by external abrasion within the distal seal zone. No stent fractures or any other integrity issues were observed. From the examination of the returned device and limited clinical information provided, the exact cause of the taa expansion could not be determined. Films were not available; therefore, a comprehensive evaluation of the patient¿s anatomy could not be performed, the stent graft in-vivo configuration during the implant duration could not be evaluated, and an assessment of the films just prior to explant could not be completed. The amount of proximal and distal sealing length prior to explant also could not be confirmed. It is possible that the 3.7 mm length tear seen 19 mm from the distal margin of the device may have been the source of a type iiib fabric endoleak which contributed to the taa expansion. The location of the tear would most likely have been near the distal seal zone which may not have manifested as a clear endoleak via CT, but may still have been pressurizing the taa. The other observed smaller fabric tears were much less likely to have been the source of any endoleak. It is possible that the blood seepage noted during explant of the device may have been from one or more of the holes observed during this examination, including from a suture hole(s). While is it possible that the observed blood seepage may have contributed to the reported aaa expansion, this finding could not conclude that there were any resulting clinical events (e.g. Endoleak) in-vivo. This seepage may have been caused by the removal of tissue/thrombus previously attached to the outside of the stent graft prior the laparotomy that likely would have covered all the suture <(><<)>(><(>&<)><(><<)>)> needle holes. Manipulation of the stent graft during the laparotomy also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft, and this blood seepage may have potentially been exacerbated by thinning blood from patient medication or another coagulopathy issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular repair of a 60mm thoracic aortic aneurysm. The stent graft was implanted from the ostium of the descending aorta. It was reported on an unknown date follow up showed enlargement of the aneurysm due to an unknown cause. Approximately two years post the index procedure a thoracotomy was carried out. The valiant stent graft was removed, and a blood vessel prosthesis implanted instead. No additional clinical sequelae were reported and the patient is fine.